Event description:
It was reported that the device exploded whilst being stored on a fridge and not in use (specific date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.